Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when exporting the electrical lead results from analyzer to the interrogated device the application crashed displaying a message "unexpected error occurred, close the application and contact a medtronic representative". It was also reported that one of the r wave measurements was >20mv. The issue was resolved by closing and restarting the application and repairing which caused a delay. No patient complications have been reported as a result of this event.